Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited backup vvi operation. It was noted that electrocautery was used during procedure. The device was explanted and replaced.